Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was used. A parent catheter (6 fr, medikit) was inserted to treat a chronic total occlusion (cto) in the superficial femoral artery (sfa) via an antegrade approach from the right femoral artery. The angio-seal device (6 fr) was then inserted for hemostasis, which was successfully achieved. At that time, no bleeding was noted. Five days later, a postoperative CT revealed a pseudo aneurysm at the puncture site. The pseudo aneurysm did not appear to be swollen from outside. Since the patient was elderly and restress, the device was removed from the patient by surgical treatment under general anesthesia. The procedure was successfully completed with suturing. The patient recovered. When the device was removed from the patient, the anchor was bent in the middle outside the artery and the collagen and suture were tangled in the inguinal ligament. There was no problem with the angio-seal device itself. The patient was overweight and antegrade puncture was made, puncture was performed perpendicularly and slightly higher at the position very close to the inguinal ligament. During the hemostasis procedure, the anchor and collagen were tangled, and the patient moved, which may have pulled the anchor out of the artery. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the allegation resulting from use against indications in the IFU. Based on the information given, the likely cause of the event could be related to the location of the puncture site. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).